Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer initially stated that he was having issues with quality controls tested for vanc3 vancomycin (vanc) on two cobas 6000 c (501) module - c501 analyzers (serial numbers (B)(4)). The customer did not have issues with any other analytes. The test is calibrated and then controls are tested. Controls will be within range. Next time controls are run, they are out of range low. The customer pulled at least 10 patient samples and questioned the results. The customer mentioned that he used several reagent packs and did not know if he tried using a different shipment or not. The customer mentioned that the refrigerator was down the previous week, so he does not know if this may have affected the reagent. The customer later mentioned that he thinks the issue may be related to a reagent shipment. With reagent from his sister site, he was able to calibrate, run controls, and then repeat the affected patient samples. The customer provided data for 34 patient samples with questioned vanc results. Of these, 14 had erroneous initial results that were reported outside of the laboratory. The customer did not know which c501 analyzer (serial number (B)(4)) was used for the initial testing of each sample. Patient identifiers for information related to each affected analyzer: pt-22215 = c501 serial number (B)(4); pt-22216 = c501 serial number (B)(4). Refer to the attachment for all patient data. All repeat testing was performed on analyzer serial number 14d7-14 and the repeat values were believed to be correct. The column labeled "revised vanc result" represents an average of the first and second repeat values. The "revised vanc result" is the amended value. No adverse events were alleged to have occurred with the patients. The vanc reagent lot number was 24056401. The reagent expiration date was asked for, but not provided. On (B)(6) 2018, the customer loaded reagent lot number 276449 on the analyzer. He was able to calibrate and run controls. All controls were within range. The field service engineer went to the site on 20-mar-2018 and checked the analyzer. He verified that the customer ran calibrations, controls, and patient samples; all results were within specifications after the customer loaded reagent lot number 276449. There were no instrument alarms. On (B)(6) 2018, the customer stated that they continued control issues with the new lot (276449). The customer tried new reagent cassettes, new calibrators, and new control bottles, but the issue persisted. For c501 analyzer serial number (B)(4), the calibration trace showed erratic calibration results across different reagent lots. A calibration performed on (B)(6) 2018 had very erratic calibration values. Two calibrations performed on (B)(6) 2018 had unexpectedly low calibration values. A third calibration performed on (B)(6) 2018 using the different reagent lot had very consistent calibration values. A calibration performed on (B)(6) 2018 using a different cassette had very low calibration values again. The calibration from (B)(6) 2018 had values that were a little higher than expected, but controls were within range. The level 2 control recovery was low and barely within range. At this time, the customer requested a visit from the field application specialist fas. The fas visited the site on 22-mar-2018. The fas inverted the reagent packs and re-calibrated. Controls looked good. He performed precision studies. Precision passed. On (B)(6) 2018, the customer stated that he was not having any further issues. The customer stated that he did not believe the issue was related to the reagent lot.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.